Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was over 500. The customer administered a correction bolus to address elevated blood glucose level. A replacement transmitter was sent to the customer to resolve the issue.

Manufacturer narrative:
B1, b2, b5, h1, and h6 (remove codes 1905, and add codes 2199 and 4582).

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer's blood glucose level due to this reported issue. A replacement transmitter was sent to the customer to resolve the issue.